Event description:
Rec'd notice of complaint concerning above product from product complaint form filed by facility. Director of nursing reports an event in which a leak occurred at the pump segment to mainline tubing connection. Reports that the blood loss was <100cc. The line had been used 5 times, without incident, prior to this event. 3/17-spoke with director of nursing who reports that the leak occurred approx 1 hr into the treatment. The health care professional noted blood dripping down from the pump housing. The line was changed and the treatment completed without further incident. The estimated blood loss was approx 75cc from the actual leak and the loss of the blood in the line. The pt was reported as stable and did not require any medical intervention. The director of nuring reports that the line was inadvertantly discarded. A response letter has been sent to the facility. A medwatch form has been filed based on blood loss only.